Event description:
It was reported that the right ventricular (rv) lead had high thresholds and was not capturing. It was also reported that there was an impedance warning several months ago. Another lead was added and the lead remains in use as back-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg, implanted: (B)(6) 2014. (B)(4).